Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Blood glucose reading 494 mg/dl. Treated with manual injection. Troubleshooting occurred.